Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with corroded battery tube, cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 223 mg/dl. The customer was unable to clear the alarm and able to rewind the insulin pump. Customer reported that the insulin pump was exposed tom moisture and not able to perform displacement test. Customer reported that the battery cap was damaged. The customer was advised to disconnect the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.